Manufacturer narrative:
The reliability analysis inspected 1 opened and or used reservoir performed manual prime test using a new lab infusion set along with 7xx pump. The reservoir passed per inspection and no occluded anomaly was observed during test. The reservoir connected and or locked in place properly. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 426mg/dl. The customer treated with pump. Troubleshooting was conducted. The alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.